Event description:
Additional information received reports that the patient underwent surgical intervention on (B)(6) 2025 in which the leads and ipg were explanted and replaced.

Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient had ineffective therapy due to their leads migrating. The patient's ipg is also approaching end of life. Surgical intervention may be pending to address this issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.